Event description:
It is reported that the device was implanted in 2007. Post-op in early 2008, surgeon found that the nail had broken near hole of lag screw on the surgery for removing the nail. There is no schedule for revision surgery.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Pre-op and post-op x-rays are also not provided to study the nail and lag screw positioning. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.